Event description:
It was reported that at implant, there was trouble engaging the hub screw on the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, a loose/detached set screw was noted.